Event description:
The customer reported that the 9900 system would not display an image. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The power supply voltage was adjusted. The system was tested and is operating as intended.